Event description:
It was reported that a pairing failure occurred on for transmitter with serial number (B)(6). However, sensor was returned for evaluation. Device analysis would not be able to confirm or disconfirm the allegation or determine probable cause. The probable cause could not be determined. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.